Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) with blood glucose was over 600 mg/dl and 640 mg/dl. The current blood glucose at 6:02am was 105 mg/dl and at 8:00am it was 70 mg/dl, 200 mg/dl. The customer treated their high blood glucose with intravenous drip and insulin pump. The customer was wearing insulin pump during hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.